Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient experienced noisy sound which could be eliminated by re-fitting. Reportedly several channels showed fluctuating impedances and one channel was disabled, however was switched on again at a later point. The recipient will be monitored by the clinic. This is a final report.

Event description:
Around the mid-january 2023, the user heard a sound of purring which greatly affected her normal listening. Replacing the external device and accessories was tried, but that noise persisted. The hearing benefit was good before the reported event occurred.

Event description:
Around the (B)(6) 2023, the user heard the current sound of purring coming from the cochlea, which greatly affected her normal listening. It was tried to replace the external device and accessories, but that noisy sound persisted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.